Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown.the same day as event onset, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient has not recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 9 decades. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.